Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported multiple cases of diffuse lamellar keratitis following lasik procedures. The surgeon would like the system investigated in order to eliminate the laser as the cause. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During an onsite visit after the day of the event fse (field service engineer) completed system verification and did find any problems with the laser, device met specification. No technical root cause was identified as the product was found to be within specifications. Thedevice was working as intended. The manufacturer internal reference number is: (B)(4).